Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Caretakers noticed intermittent responses from the right side implant over the past 2 weeks. No trauma reported. No abnormalities at the implant site. External device have been checked . Reimplantation is suggested.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems very likely. However to determine an exact root cause a device investigation on the explanted device would be necessary. Currently no decision has been made regarding re-implantation.

Event description:
Caretakers noticed intermittent responses from the right side implant over the past 2 weeks. No trauma reported. No abnormalities at the implant site were observed. Reimplantation is not recommended due to the recipient's limited benefit; however as per latest information family has not been informed about this recommendation yet.